Event description:
It was reported that the bd alaris lvp experienced air in the line. The following information was provided by the initial reporter: air got in tubing as she changed primary line to hang saline. She also stated pump was beeping during the night but was not noted in chart.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris lvp experienced air in the line. The following information was provided by the initial reporter: air got in tubing as she changed primary line to hang saline. She also stated pump was beeping during the night but was not noted in chart.